Manufacturer narrative:
Result: the review of the mfg records verified that this lot met all pre-release specs. A review of the images has not been completed and will be included in a supplemental report.

Event description:
It was reported a pt underwent carotid artery stenting and angioplasty. A gore flow reversal system was used for embolic protection. Following stent placement it was noted the gore balloon sheath balloon was leaking and flow reversal was lost. The case was completed using active aspiration and the pt was doing well following the procedure.